Manufacturer narrative:
Siemens filed initial MDR 2432235-2021-00251 on 22-oct-2021. Additional information (04-nov-2021): siemens further investigated the issue and determined that a use error potentially contributed to the discordant falsely elevated high-sensitivity troponin I (tnih) results as the water bottle was not rinsed well after maintenance. The investigation conclusions in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states customer contacted a siemens customer care center. Quality controls results were acceptable on the day of the event and weekly maintenance was performed on the instrument prior to running the samples. The customer reported that they observed a "reagent probe thrombocyte aggregate (tag) calibration" error on the instrument. The customer recalled that the instrument displayed an "acid and base supply" error, signaling that the bottles were low when the bottles were 3/4 full, near the time the initial results were obtained. The customer reported she opened and lowered the acid and base bottle cover lids to resolve the error. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call and noticed there was bleach in the water bottle. The water bottle was not rinsed well after maintenance. The cse also noticed the reagent probe was losing its prime. The cse placed fresh water in the water bottle, replaced the reagent probe syringe, pump, and tubing, and performed a monthly maintenance with water. Then, the cse ran calibration and quality controls, which recovered acceptably. The cause of the discordant, falsely elevated high-sensitivity troponin I (tnih) results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated high-sensitivity troponin I (tnih) results were obtained on three patient samples on an advia centaur cp instrument. The initial results were reported to nurse(s), who questioned the results. The patients were redrawn, and the new samples were processed on the initial instrument. The new samples recovered lower than the initial samples. The initial samples for two patients were repeated on the same instrument, resulting lower than the initial results. A second redraw for two of the three patients were obtained and processed on the same instrument and the results were lower than the initial results. The results obtained from the second redraw for two patients and the first redraw for the third patient were considered correct and reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant tnih patient results.